Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.00/+3.5/091 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens rotated at post-op day 1 and was explanted on (B)(6) 2022. The lens was replaced with a longer lens but the problem was not resolved, the lens rotated again. See MFR. Report # 2023826-2022-00484 for replacement lens.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a specimen cup in liquid. Visual inspection found no visble damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).